Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on anterior side assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound and MRI. Healthcare professional late reported "hole, non -specific." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d6b; h6.

Event description:
Healthcare professional late reported "hole, non -specific." The device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.